Event description:
It was reported that the stenoscope 9000 system had an intermittent problem with the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.